Event description:
It was reported that ongoing intermittent occlusion alarms occurred. These issues did not adversely impact the customer's blood glucose level. To address the occlusion events, the customer changed the infusion set and cartridge and resumed insulin therapy.